Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device was continuously activating.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Alleged failure: fired wand and didn't turn off. Noticed it during a case. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be saline accessed the inside of the probe handle reaching the pcb which creates an internal short. The user accidentally submerges device in saline, gluing operations, stuck button. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.